Manufacturer narrative:
Investigation summary ==> investigation selection: investigation site: (B)(4), selected flow: damaged. Visual investigation: the protection sleeve and the buttress compression are returned in a jammed condition. Both instruments show enormous hammer strikes all over. Especially on the threads of the sleeve and on the bottom of the buttress compression. Furthermore, the sleeve is also damaged at the front section. Conclusion: the complaint condition can be confirmed due to the visible damages on both devices. Based on the provided information, it is not possible to determine the exact cause of the complained issue. However, due the visible hammering marks, we suppose that the instrument was subjected to excessive use and which most likely led to this complained issue. A review of the DHR for the mentioned part was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The instruments met the specifications at the time of manufacturing and distributing. We can confirm that the complaint condition is not from any manufacturing non-conformity. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reports that the protect sleeve pfna plate was defective. This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).